Event description:
It was reported that the pacemaker system exhibited high, out-of-range right ventricular (rv) pacing lead impedance measurements measuring, greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was three seconds of noise when programmed in unipolar. Isometrics was performed and the noise could be recreated. It was noted the patient does have a history of complete heart block. Technical services discussed possible causes and provided programming options. At this time, the device and this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).